Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, service code 105) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable) and service code 105 (pulse test fault). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the pins within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt) has been confirmed. Upon investigation, the belt trunk connector had damaged pins. The root cause for the bent pin was excessive force. No adverse events occurred from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and that the monitor was displaying a service code 204 (belt/monitor unusable) service code 105(pulse test fault).